Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual pump involved in the reported event and the pump logs have not been returned for eval. Multiple attempts to obtain additional info from the facility have not been successful. Without the actual pump or pump logs, a thorough investigation could not be performed and no specific conclusions can be drawn as to the cause of the reported event. The non-conforming lot database and repair history were reviewed and there are no other complaints of this nature for pump serial #(B)(4). If the pump, pump logs and/or additional info become available, a f/u report will be submitted.